Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. Post procedure the patient reported to have defecated the hydrogel. The gel was injected into the anterior rectal wall, and extruded into the rectal lumen. The patient was reported to have fully recovered. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith effort.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. The physician stated that one of the patient reported to have defecated the gel, which means it must've been injected into the ant rectal wall, and extruded into the lumen. As of november 11,2021, additional information received stating that fiducials were administered transperineally and the procedure was done under general anesthesia. The patient completed external beam radition therapy (ebrt) was reported to have fully recovered.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned.